Event description:
The device was returned for evaluation due to a cassette error (error code 45986), indicating a downstream occlusion seal open during the pre-test. The investigation identified a damaged and partially detached downstream occlusion seal (dso) as the root cause. There was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) seal as well as a defective dso sensor. The dso seal and sensor were replaced to fix the issue.